Event description:
Event description guidant received information that this ventricular fineline lead had dislodged three weeks post implant. A lead stabilizer kit was used to secure the lead and it was successfully repositioned.